Event description:
A malfunction alarm identified as malfunction 16 occurred with the pump, which was confirmed to be within warranty. The customer declined to provide information about any impact on blood glucose levels, making it unknown whether they exceeded 500 mg/dl. The customer was guided by technical support to put the pump into storage mode and return it with a prepaid label within 10 days. They planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.